Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the system logs showed evidence of a memory verification failure. It was reported that the device did not enter firing mode. The reported issue was confirmed. The most likely root cause was traced to device design. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Further action was not required, the event has foreseen risk and is included in a data monitoring plan. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the handle and adapter were recognized, and the display showed the jaws were closed, but the button did not respond when pressed. Another handle, shell, adapter, and loading unit were used to complete the case. There was no patient injury.